Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device displayed the air in line message during testing instead of the upstream occlusion alarm, which was reproduced. This condition was determined to have been caused by the combination of a failing ultrasonic sensor and wide door spacing. The ultrasonic sensor assembly was replaced and the door was calibrated to address this condition.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the air in line message during testing instead of the upstream occlusion alarm. There was no patient involvement.